Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set up joint (suj) was analyzed and failure analysis (fa) investigation confirmed via system logs. Fa installed the psuj on the patient side cart (psc) fixture test platform (pftp) and the psuj had 3 nodes missing. Fa installed a golden fiber and acu and retested the psuj. The psuj passed all test with golden parts. Fa reinstalled the original parts and the psuj failed nodes check again. As a fix, the acu fiber optic and horizontal rolling loop will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the site experienced a non-recoverable fault. The site used emergency release wrench to release tissue from instrument. The power cycling did not work. The intuitive technical support engineer (tse) asked the site to cycle the system power, emergency power off (epo) the circuit breaker down on patient side cart (psc). The faults returned on power up. The logs showed error 32114, 26002, 26006, 40084 and 904 on armnet1. Per tse, universal surgical manipulator (usm) needed service. Usm 1 was disabled. While using other usms, the siste had reoccurance of non-recoverable error. The system was power cycled and epo was performed on psc. The system powered back on normally with no issues. The procedure was completed with 3 usms.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) and as they were cycling universal surgical manipulator (usm1) with small circles the system faulted again. The fse reviewed error logs and noted multiple communication errors on armnet 1. The fse was not able to recreate the issue after a power cycle. The system was tested and verified as ready for use. The fse replaced the suj out of precaution. While perfroming a system verification, the system faulted with a 26002 error. The fse called dvstat to do a log review. Dvstat recommended to reseat the distal suj, replace usm1 and swap the universal motion controller (umc) boards 1&2. After completing the recommendations, the fse did a thorough system verification and was unable to reproduce the fault. Due to the intermittent nature of the problem, the fse will continue to monitor the system. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue. Isi did receive a da vinci usm involved with this complaint to perform failure analysis. The usm was analyzed .the unit was tested on an in-house system in normal mode and triggered no errors upon start up. The unit was also tested on the psc fixture test platform (pftp), passed all tests. Upon further investigation there was no fluid intrusion or physical damage. Loga showed error 26002 indicating the psc. Isi did receive a da vinci proximal suj involved with this complaint to perform failure analysis and the investigation is in progress.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system powered on without errors. The procedure was completed robotically with the 3-arm configuration. The instrument was not the issue. Once the grasper was moved to another arm the instrument worked fine without issue. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The bowel was the target tissue. The jaws were stuck on the tissue when the issue occurred, and the instrument release kit (irk) was used to successfully open the jaws intraoperatively and release the tissue. There was not any adverse effect on the grasped tissue. There was no unexpected tissue removal. There was no bleeding. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.